Event description:
The following complaint was received by our (B)(4) affiliate on (B)(4) 2013. The pt's (pt) mother contacted us stating on the night of (B)(6) 2013, the pt had pain and redness in both eyes (ou). Otc eye drops were applied. The pt consulted his eye care professional (ecp) the following day because of redness and pain in the right eye (od). The pt was diagnosed with "bacteria stuck to the corner of the white eye" od, no problem was noted in the os. Pt was instructed to discontinue cl wear for 90 days. The pt visited the clinic on (B)(6) 2013. Medication prescribed was tarivid eye ointment, cravit ophthalmic solution and bestron for ophthalmic, q2h od. At the time of contact the pt was still experiencing pain and redness od. Pt's mother reported that the pt rtc on (B)(6) 2013. Pt's mother stated that "recovery in the surface confirmed, inner surface has not yet recovered". Pt was advised to continue on eye drops until they run out and to rtc on (B)(6) 2013. On (B)(6) 2013, our (B)(4) affiliate contacted the ecp office. They confirmed the pt was seen on (B)(6) 2013. Diagnosis od was bacterial keratitis. Location is peripheral, close to limbal at 10 or 10:30 o'clock. Size was small and far-distant from the pupil. No affect to the visual acuity (va). The keratitis was determined to be infectious. Ecp confirmed the medication previously reported by the mother. Ecp stated the pt was having "good progress". Symptoms had improved, staining has recovered, but opacity persists. Pain and injection have also resolved. The ecp stated that the event was "not serious". However, causal relationship with cl "can't be denied". The ecp reported that the pt's mother normally takes care of the cl handling. However, during a school excursion from (B)(6) 2013, the lenses seemed to not have been cleaned by the pt.

Manufacturer narrative:
Two lenses in a lens case and four sealed blisters were returned. The parameters of lenses in the case were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution in the sealed blister was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. However, pt cleaning regimen may have contributed to the event. Additional info will be submitted within 30 days of receipt. (B)(4).